Event description:
The disposable blade extender for bullard rigid laryngoscope came off laryngoscope and became lodged in pt's throat. Blade extender had to be manually extracted to prevent harm to the pt.